Event description:
A malfunction on the pump was reported, but no significant events preceded the issue. There was no adverse impact on the customer's blood glucose level. The malfunction code displayed was resettable, and with the assistance of customer support, the pump was successfully reset. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and contact support if any issues reappeared.